Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's batteries had inadequate power charge. The batteries were replaced and sent back to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the two batteries revealed that they both batteries passed visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level, and the full charge capacity remained above 2800 mah. Based on the results of the previous investigation and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The mostly likely root cause of the reported event can be attributed to faulty internal cells within the hvad battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. This is one of two reports 3007042319-2015-04117 and 3007042319- 2015-04118 submitted for devices related to the same event.

Event description:
It was reported from finland that the batteries had inadequate power charge. The two batteries were removed from service and the patient was issued replacement devices. The two batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event